Event description:
Procedure type: diverticulectomy. According to the reporter: the surgeon was unable to retract the knife blade after firing the endo gia with tri-staple reload. During firing, a scrub tech tried to manually retract the knife blade with a right angle, but was unsuccessful. The surgeon removed the reload with the tissue by stapling on either side of the locked down reload. The patient is in stable condition. The case was extended an extra half hour to remove the device.

Manufacturer narrative:
(B)(4).